Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
It was reported that the ventilators battery light was not illuminating when plugged into alternating current (ac) power. No patient involvement. The customer troubleshot with technical support and was advised to swap the battery with a known good one. If the battery light illuminates steady or flashing to replace the battery. If the battery light does not illuminate at all to replace the power management board.